Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that probably in the last 3 years or so they noticed the ins was causing some pain and irritation "where it's at on the muscle there." The patient noted that the ins was kind of causing shooting pains down their leg, but they were doing great now because the ins had been turned off for a couple of years. The patient added that the muscles in their butt shrank, which resulted in them feeling like the ins was moving more and they could almost grab the ins. The patient also mentioned that they could not lean on that cheek or side because the ins moved around and presses on the muscle. The patient noted that if they lean or roll over on that side, it really hurts and pushes. The patient said they have a consultation scheduled with their managing doctor maybe in july to discuss explanting the ins and lead.